Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer¿s blood glucose level. As the customer was not using the pump when tandem technical support was contacted, the customer reloaded their current cartridge in order to perform a system check. A system check was performed using the current supplies and the pump performed as intended.